Event description:
The end user states that the right motor on the chair has stopped working. The end user states that it started with stuttering then it got going. Then it eventually went to not working at all. No further information is available.